Event description:
The company received info that suggested the tube developed a cuff leak and then reportedly became obstructed during a nebulizer treatment and that the respiratory therapist placed a 'leur lock' on the cuff which they reported had corrected the problem,. The pt later was reported to experience severe respiratory distress and the tube was replaced. There was no report of serious injury or permanent harm to the pt. The customer stated that they do not have the alleged defective sample nor the lot number of the sample.